Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. Plans were made to reprogram the lead to appropriate sensing parameters. The lead remains in use. No patient complications have been reported as a result of this event.